Event description:
New information received notes that the device was explanted on (B)(6) 2018.

Event description:
It was reported that the device had reached end of life after many shocks. The clinic reported that the shocks were inappropriately delivered as a result of atrial fibrillation with rapid ventricular response. The device could not be interrogated at the time of explant. The device was explanted. The procedure was completed successfully without adverse consequence to the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.